Manufacturer narrative:
B3. Event date was asked but is not known. D10. Section d references the main component of the system. Other medical products in use during the event include: product ID: hh90t01, serial: (B)(6), product type: 2201-mobile platform product ID: a820, product type: software, software version: 2.0.1700 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing unknown drug for spinal pain indications. It was reported that the patient stated it seemed to be taking a lot longer to complete a bolus from start to finish. The patient stated that on occasion it was doing something different than it normally did, and it took 25 minutes to do it. An agent walked the patient through clearing the data on the device and the patient was able to successfully connect to their pump without issue.